Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The motor passed the motor test. No motor error alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer indicated that their blood glucose was normal at the time of incident. Troubleshooting found that there were alarms in the pump history. No further details given.